Manufacturer narrative:
Block d2b; additional applicable product codes: nhl, pjs additional suspect medical device components involved in the event: product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: (B)(6). Batch: 7130753 UDI: (B)(4).

Event description:
It was reported that the day after undergoing a deep brain stimulation (dbs) implant procedure, the patient developed bilateral edema at both the distal and proximal segments of the leads, leading to inflammation, pain, a burning and stinging sensation, and discharge. Blood tests showed no abnormalities. Imaging was conducted to accurately determine the location of the edema, and appropriate medication was administered to manage the condition. The swelling has since diminished with treatment, and the patient is expected to make a full recovery.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7130753, UDI: (B)(4).

Event description:
It was reported that the day after undergoing a deep brain stimulation (dbs) implant procedure, the patient developed bilateral edema at both the distal and proximal segments of the leads, leading to inflammation, pain, a burning and stinging sensation, and discharge. Blood tests showed no abnormalities. Imaging was conducted to accurately determine the location of the edema, and appropriate medication was administered to manage the condition. The swelling has since diminished with treatment, and the patient is expected to make a full recovery. Additional information was received that the administration of steroids led to significant symptom resolution. Additional information was received that left-sided peri-lead edema developed seven days following a dbs implant procedure. The patient also exhibited apathy, which persisted along with the edema for a duration ranging from one week to one month. Corticosteroid therapy was administered, and the event resolved within a timeframe of one week to three months. The dbs system remains activated, and the patient continues to experience therapeutic benefit.

Manufacturer narrative:
Block b5 describe event or problem: updated. Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7130753. UDI: (B)(4).

Event description:
It was reported that the day after undergoing a deep brain stimulation (dbs) implant procedure, the patient developed bilateral edema at both the distal and proximal segments of the leads, leading to inflammation, pain, a burning and stinging sensation, and discharge. Blood tests showed no abnormalities. Imaging was conducted to accurately determine the location of the edema, and appropriate medication was administered to manage the condition. The swelling has since diminished with treatment, and the patient is expected to make a full recovery. Additional information was received that the administration of steroids led to significant symptom resolution.

Manufacturer narrative:
Correction to supplemental report (3) in blocks: b5 and h6. Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7130753 UDI: (B)(4).

Event description:
It was reported that seven days after undergoing a deep brain stimulation (dbs) implant procedure, the patient developed a left-sided peri-lead edema at both the distal and proximal segments of the leads. The patient also exhibited apathy, which persisted along with the edema for a duration ranging from one week to one month. Blood tests showed no abnormalities. Imaging was conducted to accurately determine the location of the edema. The event resolved within a timeframe of one week to three months. The dbs system remains activated, and the patient continues to experience therapeutic benefit.